Event description:
I have experienced a series of critical health incidents related to the use of dexcom g6 sensors over the past three to four months. Specifically, on the 10th, 16th, 23rd, and 31st of this month, I entered diabetic ketoacidosis (dka), necessitating multiple visits to the emergency room for medical intervention. Despite contacting dexcom regarding these issues, the company has consistently attributed the problems to a "bad batch" of sensors and provided free replacements. However, the recurring nature of these incidents raises serious concerns about the reliability and safety of dexcom g6 sensors. Each time I reached out to dexcom, they acknowledged the severity of the situation but offered no concrete resolution or investigation into the root cause. The health impact has been profound, requiring immediate medical attention and posing a significant risk to my well-being. I am deeply concerned not only for my own safety but also for the potential harm this may pose to other users of dexcom g6 sensors. It is imperative that a thorough investigation be conducted to prevent further incidents and ensure the safety of users relying on this medical device. Today, the continuous glucose monitor was reading consistently as "out of range (below 40)" and my actual blood glucose level was "out of range (above 600)." This sent me into ketoacidosis. I had the same thing happen on (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, and today, (B)(6) 2023. Reference reports: mw5149756, mw5149757, mw5149758.